Event description:
It was reported that the ilet user experienced persistent hyperglycemia and expressed frustration with therapy, noting no site pain or leakage and declining to change the infusion set due to limited supplies. Symptoms included hyperglycemia reaching 401 mg/dl as well as irritability. Outcomes included user-directed corrective actions, including intent to administer subcutaneous insulin by pen and disconnect from the ilet for a period, and shipment of replacement supplies. Investigation included review of device data and troubleshooting with education, which identified frequent missed meal announcements leading to reliance on correction dosing and consequent delayed glucose reduction. Investigation of this case revealed therapy management issues related to missed meal announcements rather than evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcements.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.